Event description:
It was reported that the wake button was stuck which led to the customer receiving a button alarm. Customer¿s blood glucose level was 120 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.